Manufacturer narrative:
One level 1 hotline low flow systems enclosure was returned for analysis. Visual inspection performed, and product found with cracked by water tank cover and drain fitting causing leaks, both covers were cracked and damaged, line cord was worn, and pole clamp component was broken off. Visual inspection, and functional testing were performed by filling a water tank, attaching temp check, plug in line cord and turning on the device. The customer's reported problem was confirmed. According to the investigation, the reported problem was caused by the device been dropped by the customer. The investigation replaced the pump enclosure to correct the reported primary problem. Replaced both covers due to cracks and damage from being dropped. Replaced line cord due to wear and tear and replaced pole clamp due to damage from being dropped and performed pm and all testing passed. The problem source of the reported problem is user interface (cracked enclosure from being dropped).

Event description:
Information was received that this smiths medical level 1 hotline low flow systems was dropped, and leaking was noticed. No reported adverse effects.